Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the model number and serial number. Therefore, the manufacture and expiration dates are unknown. Block e1: (B)(6). Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
This report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with a exalt model d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the scope malfunctioned and experienced a loss of visualization. The procedure was completed with a reusable scope. There was no patient complications reported as a result of this event.